Manufacturer narrative:
Updated data: b1. B2. B3. B5. B7. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the initial implant of the valve, the patient was placed on anticoagulation therapy and antiplatelet therapy. 1 day post implant of this valve, an echocardiogram was performed that revealed a mean gradient of 8 mi llimeters of mercury (mm hg) and mild-moderate mitral regurgitation. 4 years and 8 months following the transcatheter aortic valve replacement (tavr) procedure, a transthoracic echocardiogram (tte) was performed that revealed severe aortic stenosis, moderate aortic regurgitation, and mild-moderate mitral regurgitation. A thrombus was not identified, and a mean gradient of 47.8 mmhg was observed. 10 days later, a non-medtronic transcatheter valve was implanted valve-in-valve.

Event description:
Medtronic received information that approximately four years and eight months following the implant of this transcatheter bioprosthetic valve, aortic stenosis was identified. The valve leaflets were noted to be thickened with thrombus/pannus formation. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.